Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant sleeve of a 6f/7f mynx control vascular closure device (vcd) separated during insertion into the sheath. The sealant was exposed and started to swell. The device was removed, and another device was used to close the access site. There was no reported patient injury. The sleeve was split and separated from the wire upon contact with the sheath valve. The sealant was exposed to bodily fluids when it made contact with the valve. The sealant was prematurely exposed during insertion into the sheath. The sealant did not make it past the valve and was not deployed intravascularly. The device was removed from the package with normal prep precautions. The user was trained on the device. The device was stored and prepped according to the instructions for use (IFU). The device and packaging were inspected prior to opening. The vessel diameter was verified to be greater than or equal to 5 mm. The device will be returned for evaluation.